Event description:
This lead exhibited loss of capture and sensing. Part of this lead was explanted and the remainder was capped and left in the body.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the proximal fragment was received. The morphology of the cuttings indicate, that the fragmentation of the lead most likely originated from the explantation procedure. The returned device was visually and electrically analyzed. The inspection of the insulation confirmed that the lead was, apart from the present cuttings, free of insulation breaches. In addition, the dc resistances of the conductor fragments were investigated and proved to be flawless. No peculiarities were found. The quality documents associated with the manufacture of this particular device were reinvestigated. There of this particular device were reinvestigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted during analysis.

Manufacturer narrative:
(B)(4) 2012 - the physician chose to extract the remaining pieces of this lead on (B)(6) 2011 and it was returned for analysis. 5/8/2014 - we were provided with new evaluation codes and a new analysis. Upon receipt, the lead was found dissected. Only the proximal fragment was received. The morphology of the cuttings indicates that the fragmentation of the lead most likely originated from the explant procedure. The returned lead fragment was visually and electrically analysed. The inspection of the insulation confirmed that the lead was, apart from the present cuttings, free of insulation breaches. In addition, the dc resistances of the conductor fragments were investigated and proved to be flawless. No peculiarities were found. Two further fragments of the lead were returned later for analysis. Cuttings in insulation, deformations of the coils were found, which happened most likely during the extraction procedure. One piece of the received lead fragments was closed with a blind cap. Another part of the recently received lead fragments showed damages of insulation and conductor fracture which resulted most likely from clavicular first rib entrapment. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted during analysis.